Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7094363, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7094167, UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.